Manufacturer narrative:
The following statement in the device evaluated by manufacturer: portion has been changed from -the root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. To -the jetstream device dfu lists compatible guidewires that are to be used with the jetstream device. The guidewire that was used during this procedure was not on the list of compatible guidewire to use with the jetstream device. Use of any non-compatible guidewire may compromise performance or damage of the jetstream system; therefore, the most probable root cause for this complaint is considered user related. (B)(4).

Event description:
It was reported the device got stuck on the guidewire. A 2.4mm jetstream® xc atherectomy catheter was being used to treat a chronic totally occluded (cto) lesion located in the left superficial femoral artery (sfa). The jetstream device was loaded over a non bsc guidewire. During manipulation of the jetstream device, the wire was being pulled back after it had already crossed the lesion. It was also noted interaction between the jetstream and non bsc guidewire "felt that it was actually very gummy". Upon advancing it into the distal sfa the catheter was difficult to advance and the physician stopped the procedure. He was no longer able to move the jetstream catheter forward or backward and had pull everything out as a unit a new catheter was used to complete the procedure. No complications were reported and the patient was fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed that the shaft showed no damage. The device was tested and functioned with no issues. A .014 test guidewire was inserted into the device and transcended through the device with no restrictions or hesitations. There were no issues with any drive shaft interference. The device ran for a period of 2 minutes with no issues or errors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported the device got stuck on the guidewire. A 2.4mm jetstream® xc atherectomy catheter was being used to treat a chronic totally occluded (cto) lesion located in the left superficial femoral artery (sfa). The jetstream device was loaded over a non bsc guidewire. During manipulation of the jetstream device, the wire was being pulled back after it had already crossed the lesion. It was also noted interaction between the jetstream and non bsc guidewire "felt that it was actually very gummy." Upon advancing it into the distal sfa the catheter was difficult to advance and the physician stopped the procedure. He was no longer able to move the jetstream catheter forward or backward and had pull everything out as a unit a new catheter was used to complete the procedure. No complications were reported and the patient was fine.